Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's charger was starting to burn her skin. It was noted that the burning was actually coming from the ipg and had turned stimulation off. The patient was advised to seek medical attention. It was also stated that the patient lost a significant amount of weight, so that cloth was placed between her ipg and charger that resolved the burning/hot sensation while charging. The patient was doing well.

Manufacturer narrative:
Additional information was received that there was no medical treatment given for burning sensation.

Event description:
A report was received that the patient's charger was starting to burn her skin. It was noted that the burning was actually coming from the ipg and had turned stimulation off. The patient was advised to seek medical attention. It was also stated that the patient lost a significant amount of weight, so that cloth was placed between her ipg and charger that resolved the burning/hot sensation while charging. The patient was doing well.